Event description:
It was reported that air bubbles were observed within the cartridge. Reportedly, the customer used cold insulin to fill the cartridge. Customer performed a supply change to address the issue. There was no adverse impact on the customer's blood glucose level.